Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that no power was present to stand alone board. Fuse was open. Representative replaced fuse to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuse has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the imaging system displayed a initialization please wait error message. Unplugging the umbilical cable, shutting down mobile view station (mvs) and image acquisition system (ias) and rebooting the system did not resolve the issue. The procedure was completed without the use of navigation. No impact on patient outcome. No information was provided on delay to procedure.